Manufacturer narrative:
(B) (4). (B) (4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during an lavh, no seal was made even though an endtone was heard, signifying a completed seal. The surgeon did not attempt a cut, because no sign of energy delivery was seen. This is the second lf5034 used in this procedure. Please see report number 1717344-2009-00288 for the first device report. The procedure was continued using another ligation method. There was no injury to the patient.